Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the heartmate 3 system controller (serial number: (B)(6) going black but not producing an alarm could not be confirmed. However, the reported event of a maximum backup battery use count was confirmed. The controller was not returned for analysis; however, log files were submitted for review. The event log file contained ~4 hours of relevant information on 30nov2023 (4:16:08 to 8:17:06 per time stamp). At 8:07:26, a low power advisory alarm activated due to the routine battery depletion. Shortly later at 18:13:39, a driveline disconnect alarm was activated. The driveline remained disconnected throughout the remainder of the data. Prior to the driveline being disconnected, the pump was able to maintain a speed above the low-speed limit without issue, and there were no indications that the controller was not properly supporting operation of the pump. The controller was shut down at 8:17:06. The periodic log file contained approximately 43 days of intermittent data ( on (B)(6) 2023). Throughout this timeframe, the backup battery use count was recorded at 255. The events leading up to the backup battery use count increases were not captured in the available log file data. The backup battery will support the system in the event that external power is not available. There was no data in the log file that indicated that the pump was off or that the controller needed to be exchanged. To date, no products related to this event have returned to abbott for analysis. The root causes of the reported events cannot be conclusively determined through this evaluation. The heartmate 3 patient handbook (rev d - section 2 ¿how your heart pump works") instructs users on how to exchange their system controllers, and to never exchange their system controller without having a trained, competent caregiver at your side to assist. The heartmate 3 patient handbook (rev d - section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible) and the actions to take if the alarm cannot be resolved. This section also describes the active symbols, and the led screen associated with each alarm. If there are no active symbols and the pump running led is black, the patient is instructed to call the hospital immediately. The heartmate 3 patient handbook (rev. G, section 6 "equipment maintenance¿) describes how to care for and clean all equipment, including the heartmate 3 system controller and its power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR # 2916596-2023-08550 and related MFR# 2916596-2023-08563 it was reported that the patient's pump was not running and the system controller was black but there was no alarm present, so the patient exchanged the controller at home. The patient was seen in clinic on (B)(6) 2023, where it was found that the speaker sound on the controller was low, and the patient was given two new controllers. Log files showed low power advisory alarms prior to the controller exchange, and the emergency backup battery (ebb) use count was maxed out at 255. Log files after the controller exchange captured several ebb issues, a controller clock issue, and the ebb use count was maxed out at 255.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.